Event description:
It was reported that the device will not power on. It was also noted that the charge pak, low power and service icons were displayed. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of capacitor c177 on the analog pcb assembly. The customer rec'd a replacement device.